Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pipeline embolization device surgery, the stent tip did not open normally during the initial deployment. The procedure involved raising the marksman microcatheter to the m2 segment and delivering the pipeline embolization device-400-18 stent to the m1 horizontal segment. After two retrievals and redeployments, the stent tip opened normally. However, when the stent tip was pulled to the expected anchor point, its shape was found to be irregular. Upon in vitro observation, the stent tip was found to be deformed. Due to surgical risk considerations, the stent was replaced, and the surgery was successfully completed. There was no patient involvement.

Manufacturer narrative:
H3: product analysis #707298781:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex braid was returned for evaluation inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the braid's distal end was not opened and frayed, while the proximal end of the braid was fully opened and frayed. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed that the braid's distal end was not opened and frayed. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, or user deploying the braid in the vessel bend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open/damage was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.